Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens chipping and adhesive peeling from the fixing screw issues could not be determined, however, the issues were likely the result of impact stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: notice. Do not bend the flexible part of the endoscope, the universal cord, or the ultrasonic connection cable to a small degree (12 cm or less in diameter). This may cause noise or damage to the ultrasound image. Do not bend the insertion part of the endoscope with strong force. The insertion tube may be damaged. Do not touch the electrical contacts inside electrical connectors. The ccd may be destroyed. Do not touch the electrical contacts on the ultrasound connector. There is a risk of contact failure. Do not apply shock to the tip of the endoscope, especially the ultrasound probe or lens surface. This may cause abnormalities in ultrasound images and endoscopic images. Do not grasp the ultrasound transducer when holding the insertion tube. The ultrasound probe may be damaged and a normal ultrasound image may not be obtained. Do not twist or bend the curved part by hand. There is a risk of damage. Do not forcefully squeeze the curved part. The covering material on the curved part may stretch or tear, causing water leakage. Do not connect or disconnect the scope cable while the video system center power switch is on. If you connect or disconnect the scope cable while the video system center is powered on, the ccd may be destroyed. Before connecting or disconnecting the ultrasonic connection cable, make sure that the power switch of the ultrasonic observation device is off. If you connect or disconnect the device while the power switch is on, the device may malfunction. The endoscope's remote switch cannot be removed from the control unit. Pushing, pulling, or twisting with strong force may damage the switch or cause water leakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to adhesive peeling between objective lens and distal end the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of upward/downward angulation control knob was out of the standard value, the adhesive on the bending section cover was detached and had a chip, the adhesive on the bending section cover had a crack, the protector of the universal cord on the control section side had a scratch, the switch box had a scratch, the paint on the air/water cylinder was peeled, the objective lens had a scratch, the light guide lens had a scratch, the connecting tube had a scratch, due to damage on the ultrasonic probe the displayed ultrasound image was defective with missing elements, there was a chip in the adhesive area between acoustic lens and ultrasound probe, the acoustic lens was detached (damage level; does not expose the glue-layer). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope had air leakage coming from the edge of the objective lens adhesive. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: insufficient adhesive in screw holes of distal end, and the acoustic lens had a chip. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.